Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. The distal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. The distal conductor of the lead was obstructed due to a stylet/guidewire stuck in the lumen. Visual summary analysis of the lead indicated stretching and damage at implant. (B)(4).

Event description:
It was reported that during the left ventricular (lv) lead implant, the lv lead dislodged while cutting the introducer. It was noted a guidewire was inserted to retrieve the lead but the guidewire became stuck in the lv lead and the lead then exhibited low impedance measurements. The lv lead was explanted and not replaced; the physician decided not to implant a new lv lead and a single chamber device was implanted. No patient complications have been reported as a result of this event.